Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room after receiving inappropriate therapy. The patient experienced several shocks after taking non-prescription drugs. Several tachycardia episodes were stored showing supraventricular tachycardia rhythms, resulting in atp and hv therapy delivery. Programming changes were suggested. No further information was provided.